Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a pt "underwent placement of transvaginal mesh for treatment of a cystocele. She developed post operative pain and mesh erosion." Reportedly the pt developed urinary incontinence" and "an infection with actinomyces in her uterus. She developed uterine prolapse, a recurrent cystocele and a rectocele." On (B)(6) 2011 the mesh was removed.